Manufacturer narrative:
The device was received. Investigation is not yet completed.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during use in an interventional procedure in a mildly tortuous left external iliac artery, the balloon ruptured while inflated at nominal pressure of 8 atm. A second device was used to complete the procedure. There was no reported pt consequence. No add'l info available.